Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Conclusion - failure event observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion exposing the ring electrode cable was found at 3.5 cm to 3.9 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.